Event description:
Smoke emission was detected on an advia centaur instrument. The instrument was turned off to stop the smoke emission. There was no report of staff injury, damage of property and no impact to patients.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the smoke was due to the instrument power supply. The fse replaced the power supply. The instrument is performing within specifications. Further evaluation of the device is not required.